Event description:
Per a complaint received by mentor on (B)(6) 2011, a byron cannula tip "broke in pt" during ultrasonic liposuction. According to the report, there was no resulting damage or injury to the pt.